Event description:
It was reported that several episodes of noise were recorded in the vf zone. The patient was scheduled for lead extraction.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated both the rv and atrial leads were explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were noted at 41cm, 46.5cm, and 48cm from the lead tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were found at 9.5-14cm from the lead tip. The inner coil was exposed and the etfe coating was intact at this location. External insulation abrasion was noted at 5.0-5.4cm from the connector pin consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation from the field of noise if the lead were to come into contact with the ICD can.